Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is alarming with a blank screen. The screen will not light up and the pump will not power off. Batteries removed and reinserted 2 times and the pump continues to alarm with a blank screen. Keypad and power button do not work. Unable to obtain settings. There was no patient injury reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 28-sep-2022 for battery compartment damage. It may be possible that the power issues are related to the previous repair, but without evaluating the pump, it cannot be verified. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).